Event description:
It was reported to medtronic minimed that the customer reported the pump has a crack on the back where the belt clip goes, pump rewinds slower than it has in the past. The customer stated the location of the damage was at the battery tube threads. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the damage not impacting pump functionality. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap was attached and locked into place properly during testing. Unit passed all relevant tests, including the self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement test. The pump was cut open to perform a visual inspection, and no internal damage or moisture was found. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, missing display window/cover, cracked keypad overlay, cracked case, cracked battery tube threads, cracked case (battery tube), and cracked case-corner of belt clip rails. In summary, the customer¿s allegations of rewind anomaly and drive/motor anomaly were not confirmed. The customer¿s allegation of damage to the battery compartment threads was confirmed during visual inspection when cracked battery tube threads were noted. The customer¿s allegation of damage to the belt clip rails was confirmed during visual inspection when a cracked case-corner of belt clip rails was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.